Event description:
It was reported that the patient experienced intolerable itching or blisters due to the dressing. As a result, the patient underwent an early lead pull procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6) batch/lot number: 7318890 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #: (B)(4).